Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that the device was used during a hand assisted lar. The device was fired one time and fired fine. There was no issue with firing the device. The staple formation was good and the staple line was intact. A leak test confirmed there were no leaks. The circular stapler was inserted transanally and this is when the staple line dehiscenced. The staple line was repaired using sutures and the patient received a permanent colostomy. The sales rep stated that the surgeon indicated that the patient was very sick.